Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during ventilation, the device alarmed for an inoperative o2 cell. The physiotherapist unsuccessfully tried to calibrate the o2 cell. The device indicated a faulty calibration. It was reported that the patient developed a cyanosis and then went into cardiorespiratory arrest. The team performed CPR, and the rhythm returned. The device was replaced. Reportedly, the patient remained well fitted. It was reported that the patient was unstable and eventually passed away.

Manufacturer narrative:
The investigation was based on the provided log file of the affected device. The analysis of the log file revealed that the device had an insufficient o2 and air supply during the reported event. The issue was indicated by the device with the alarm messages ¿o2 supply down¿ and ¿air supply down¿. The log file analysis found no indication for a device malfunction. The device was tested by the dräger service and confirmed to be operating as per manufacturer¿s specification. The functional safety of the evita 4 consists in controlled and monitored patient ventilation with user-defined settings for the monitoring functions. If the performance of the ventilation is impaired, the user will be alerted by appropriate visual and audible alarm. The device reacted as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during ventilation, the device alarmed for an inoperative o2 cell. The physiotherapist unsuccessfully tried to calibrate the o2 cell. The device indicated a faulty calibration. It was reported that the patient developed a cyanosis and then went into cardiorespiratory arrest. The team performed CPR, and the rhythm returned. The device was replaced. Reportedly, the patient remained well fitted. It was reported that the patient was unstable and eventually passed away. The device has no UDI as an UDI was not required at the time the device was manufactured.